Event description:
It was reported that the from the affiliate that the expressew iii w/hook white tab fell off and the needle was jammed in the device. During evaluation, it was determined that the device was jammed/seized and would not release. There was no procedure involved.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection revealed wear marks on the device, the needle was found stuck into the shaft of the device, the tip of the needle was broken, the white flag was missing. Finally, the jaws were found in good condition. Based on the condition of the needle, the functional test cannot be performed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the visual inspection result, this complaint can be confirmed. The manufactured date of this device is 2021 and hence indicates this device is 2 years old. The possible root cause for the needle stuck can be attributed when deploying the needle with the jaws open which can lead to a jammed needle. However, this cannot be conclusively determined. As per the instructions for use , it is important to inspect the device prior to use to ensure proper mechanical function and do not use if product is damaged. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-soluble lubricant. Applying too much force when grasping tissue will impede passage of the needle and suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.